Event description:
It was reported that during a procedure, the lead used exhibited high pacing impedance. The lead was replaced to complete the procedure. No adverse patient consequences were reported.